Manufacturer narrative:
The reported complaint of the autopulse displayed "system error, out of service, revert to manual CPR" was confirmed during the functional testing and in the archive data. The root cause of the issue was due to defective processor board. To remedy the issue, the processor board was replaced. Visual inspection was performed and found the head restraint brackets and the power button bracket were damaged. The autopulse platform is a reusable as well as serviceable device and was manufactured on 08/01/2011. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Archive review showed no error message recorded on the reported event date of (B)(6)2017 however, archive showed system error 136 (internal parameter corrupted) appeared on (B)(6)2017. No other recorded after (B)(6)2017. Functional testing failed due to "system error, out of service, revert to manual CPR "displayed upon power up. The issue was due to defective processor board. The processor board was replaced to remedy the issue. Unrelated to the reported complaint, during the evaluation of the platform, it was determined that the leds light on ui membrane is nonfunctional, the lifeband was unable to lock in place and the clutch is sticky. To remedy these issues, the head restraint brackets were replaced, the ui membrane, power button, clutch plate and the belt retainer were replaced. Following the service and repair, the autopulse passed the final functional testing with no faults or issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported during shift check that the autopulse displayed "system error, out of service, revert to manual CPR "error message upon power up of the platform. No patient involvement on this issue.